Event description:
It was reported that the patient was seen on (B)(6) 2010 because the patient had used the microwave too many times and it had turned the patient¿s device off. The patient had gone to the healthcare professional on the day of the event and was able to turn the device right back on without a problem.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v865879, implanted: (B)(6) 2012, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3387s-40, lot# v865879, implanted: (B)(6) 2012, product type: lead. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension.

Event description:
Additional information received reported the device turned off due to the microwave in (B)(6) 2010. Patient had not had a follow up visit.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v865879, implanted: (B)(6) 2012, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3387s-40, lot# v865879, implanted: (B)(6) 2012, product type: lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).